Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a during laparoscopic distal pancreatectomy, the event occurred before the first firing. The device setting was started using a demonstration signia handle. After inserting the handle into the reported shelling, calibration was performed. Then after connecting the standard adapter, the display on the handle disappeared and stopped responding, so the handle was returned to the charger, restarted, and inserted into a spare shell for setting again, and then the devices became able to be used. The procedure was completed with another device. When approaching the pancreas, the surgeon noticed that the reinforcement material on the anvil side was already detached. Surgeon replaced the reload. There was no patient injury.